Event description:
There has been an alleged failure of the bulb syringe contained in the c-section pack (from med line). The allegation came from dr. This failure caused a delay in care and may have jeopardized the infant. The infant was transferred to a tertiary facility with a level 3 nursery. At this time the infant has shown significant improvement. Long term effects unk.